Event description:
It was reported that customer's insulin pump alarmed button error and one of the buttons is stuck. Customer's blood glucose was 13.2 mmol/l. Customer treated with the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with no esc and act button response due to flattened button dome switch. No button error alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).